Manufacturer narrative:
The customer alleged for high bg and power loss. Pump was received with battery cap contact missing. Pump passed displacement test and active current measurement but failed the sleep current test, problem isolated to the electronic assembly. Thump was utilized and downloaded trace/history files properly. No unexpected battery alarms/alerts during testing. The power management graph confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 on pcba 1. After disconnecting and reconnecting the internal battery connector on j6 on pcba 1, the pump was monitored and functioned properly. In further full review in the pump history found multiple: low battery alarms on (B)(6)2023 09:00:00.000 to 01/16/2023 11:00:00.000. Power loss alarm from (B)(6)2023 18:46:16.000. Pump error 25 alarm on (B)(6)2023 00:00:00.000 to 01/19/2023 22:00:00.000. No unexpected battery alarms/alerts during testing. Pump was cut open to perform visual inspection and found moisture damage on the motor and force sensor. Swapping out test boards confirms failed sleep current measurement, problem isolated to the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label damage. Pump passed all other required testing but failed the sleep current test, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to the electronic assembly. Power error 25 confirmed in the pump history due to connector resistance j6 /pcb 1. Unable to verify for customer's alleged high bg. Pump battery cap contact missing was confirmed. Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 423 mg/dl at the time of the event and also reported a power error alarm. The customer experienced no symptoms related to hyperglycemia. Troubleshooting was performed and found that the customer cleared the alarms successfully and completed the rewind and advised to inserting a new aa battery. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump on receipt and the replacement of the pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.